Manufacturer narrative:
The customer¿s report of a leak in the tubing was confirmed. Functional testing and pressure testing confirmed a leak in the silicone segment directly above the lower fitment. The cause of the leak was determined to be a pinhole tear. The root cause of the hole was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an infusion of tpn was noted to be leaking at the bottom of the pump segment of the tubing while on a patient. There was no patient harm.